Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a vented solution set in which customer observed "the tubing of the set broke while it was manipulated between index finger and thumb, in order to empty the tubing of liquid." Was confirmed during sample evaluation. One actual defective sample and two companion samples were available for evaluation. The unit was checked visually, the sample's analysis revealed the tubing received tied and cut in two halves leading to the leak. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of a vented solution set in which customer observed "the tubing of the set broke while it was manipulated between index finger and thumb, in order to empty the tubing of liquid." The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.